Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there was a anterior perforation within the uterus about 1 cm in size') and pelvic pain ('plaintiff claiming pain- pelvic/abdominal') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bipolar disorder, anxiety, depression, endometrial ablation and fibroids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("plaintiff claiming pain- pelvic/abdominal"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary problems- uti"), bladder disorder ("bladder/urinary problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, bladder disorder, alopecia, weight increased, tooth disorder, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, migraine, nausea, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, alopecia, tooth disorder, weight increased current weight 160 lbs. Discrepancy noted in date of insertion (B)(6) 2013 and 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('there was a anterior perforation within the uterus about 1 cm in size') and pelvic pain ('plaintiff claiming pain- pelvic/abdominal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bipolar disorder, anxiety, depression, endometrial ablation and fibroids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("plaintiff claiming pain- pelvic/abdominal"), psychological trauma (" psych injury related to essure"), urinary tract infection ("urinary problems- uti"), bladder disorder ("bladder/urinary problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, urinary tract infection, bladder disorder, alopecia, weight increased, tooth disorder, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, migraine, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, psychological trauma, alopecia, tooth disorder, weight increased current weight (B)(6). Discrepancy noted in date of insertion (B)(6) 2013 and 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received : case became serious incident. Event uterine perforation was added. Reporter information, medical history, removals details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.